Manufacturer narrative:
Cross-reference to MFR report # 8010047-2013-00189, reported by olympus medical systems corporation, (B)(4). As (B)(4) in the initial report about the same incident. The suspect medical devices and concomitant medical products were not returned to olympus for evaluation. However, there was no report about a malfunction of the used olympus medical devices. The exact cause of the pt's outcome and the reported phenomenon could not be determined and therefore is being judged as unknown. In general, the occurrence for bleeding during a procedure is an expected and foreseeable side effect, clearly identified in labeling and risk assessment with justification of benefit. There are also appropriate warning notes in the instructions for use. Olympus submits this incident as a medical device report (MDR) in abundance of caution.

Event description:
Olympus was informed that during a therapeutic endoscopic polypectomy procedure, the pt suffered from bleeding after the mechanical resection of a polyp. The pt was reportedly transferred to another hospital for treatment of the bleeding. There was no report about a malfunction of the used olympus medical devices.